Event description:
Hole found in nasogastric tube (ngt) shortly after placement. Hole located in the tubing were the blue tubing attaches to the clear plastic. Rn discovered gastric contents leaking from tubing.